Manufacturer narrative:
Product has been requested. The investigation is on going.

Event description:
It was reported that during ia surgeon grabbed cortex then realized he broke capsule. Vitrectomy was performed, surgery extended 10 min, no additional anesthesia, surgery completed successfully and patient is seeing well.

Manufacturer narrative:
Evaluation completed. One opened I/a handpiece was returned loose in a plastic bio-hazard bag. The protective tray was not received, only the label and the handpiece. The handpiece is dirty with dried solutions, particulates and debris visible all over the tip, irrigation sleeve, and in between the sleeve and tip as well. The needle is bent. The tip of the needle is protruding from one of the side ports in the irrigation sleeve. Microscopic examination was performed and no burs were found on the bulb of the irrigation sleeve, or on the needle tip. Due to the returned condition the cause of the bent needle and misaligned sleeve cannot be determined. This investigation is ongoing.

Manufacturer narrative:
The product was returned, but has not been evaluated yet. The device history was reviewed and found to meet manufacturing specifications. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is ongoing.

Manufacturer narrative:
Complaint sample was returned and evaluated by both sites. No burrs were found on the silicone sleeve. Therefore, the root cause could not be determined. The trend analysis was considered acceptable and the product is performing within anticipated rates. No corrective action is required.